Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that the product analysis found the device's jaw opening and closing mechanism was functioning properly. The product analysis found the device produced an instant regrasp alarm when activation attempts were made. The devices was disassembled and it was identified that the device a discontinuity in the circuit between the jaw and the gray wire. This device has been forwarded to manufacturing engineer for further analysis. It was reported that the device was not sealing completely. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of alarm activation was found. The most likely cause was determined to be manufacturing related. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during procedure, while sealing the greater omentum, sealing was inadequate/partial (with evidence of energy delivery and end tones heard). There was no re-grasp alert or other error that occurred. The mandible did not deliver the corresponding energy for the seal, only the distal third worked. The seal showed evidence of energy delivery but did not bleed after cutting. Another ligasure was used with the same generator and it worked fine. There was no patient injury.

Manufacturer narrative:
Additional information: b5, g3, h6 (fdm). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: vlft10gen - vlft10gen ft series energy platformx1, lot# t3e62942dx. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during procedure, sealing was inadequate/partial (with evidence of energy delivery and end tones heard). The mandible did not deliver the corresponding energy for the seal, only the distal third worked. The seal showed evidence of energy delivery but did not bleed after cutting. Another device was used with the same generator and it worked fine. There was no patient injury.